Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause . Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 18.9 mmol/l (340 mg/dl) less than 36 hours after the pod was activated and she noticed the needle never fired the cannula into her skin.